Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) revealed left bundle branch block (lbbb), bradycardia, and premature supraventricular and ventricular contractions (pvc). Eight days following the valve implant, atrial flutter with a rapid ventricular rate and 2:1 atrio-ventricular (av) block was noted with st elevation. One year following the valve implant, the patient presented with sick sinus syndrome and class ii heart failure. Subsequently, a permanent pacemaker was implanted. No other adverse patient effects were reported.